Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (monitor - service code 204) was not confirmed. The service code 204 could not be duplicated. Upon further investigation, there was contamination found throughout the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.